Event description:
Pt developed an occlusive mucous plug in their endotracheal tube. The pt was re-intubated. The humidifier temperature probe at the pt was 36.7 degrees celsius. The humidifier temperature probe at the heater was 38.8 degrees celsius. Both temperatures are within normal ranges. There was no visible condensation in the chamber or circuit. The tubing felt warm near the pt but cooler at the humidifier. The humidifier felt warm while the chamber felt cold. External thermometers placed in the line. The thermometer at the pt read 36 degrees celsius while the thermometer at the humidifier was 27 degrees celcius. Replaced heater with no change. Changed back to original heater and replaced pig-tail with no change. Replaced humidifier temperature probes and the temperature increased to 38 degrees celsius. Heater function is o.k. Adn condensation now visible in chamber.